Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection with naked eye was performed and two tiny black dots (pm) were observed inside the cassette. The particulate matter was embedded. The reported issue was verified. The cause of the condition was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black particulate matter (pm) was inside the homechoice cassette. This was observed during unspecified process step of peritoneal dialysis therapy. It was further reported that the pm looked like "small plastic pieces¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.